Event description:
The customer complained the unicel dxc 600 pro synchron system had cap piercer leak. The leak was contained to the instrument. Customer stated there were no erroneous results generated. No exposure reported. Customer was wearing ppe including lab coat, eyewear, and gloves.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported a small piece of the cap piercer blade was broken causing the dislodging of some wick fibers. The wick fibers clogged the waste drain and caused the leak. Fse removed the wick fibers from the clogged waste drain, replaced the blade, and the issue resolved. The beckman coulter internal identifier for this event is (B)(4).